Event description:
Same case as MDR # 2134265-2011-03526. It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending. The physician advanced a 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 7atms and ruptured. The device was successfully removed and the physician advanced a different 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 12atms and ruptured. The device was successfully removed and the procedure was completed with a non-bsc balloon catheter and two unspecified stents were deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)